Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. See manufacturer report 3004209178-2011-00278 ¿ catheter kinked. It was reported that the pump had stopped working and the patient was in excruciating pain, so they were giving the patient oral medication to help with the pain; however, the consumer didn¿t recall which medications. They thought she was getting morphine and percocet. The consumer was not sure if the pump wasn¿t working and was not sure technically what the issue was or if she wasn¿t getting medications to where they were supposed to go, maybe a crack in something. Additional information was received from a healthcare provider on 2017-jan-25. The patient¿s pump catheter was found to be kinked during a dye study and leaking some medication. It was only delivering a portion into the spinal canal. The patient was scheduled for a catheter revision and was stable in the office at all visits. There were no changes in medical status, but the patient was more uncomfortable since the medication was not all being delivered. The patient had oral medications. The pump catheter was noted during a dye study to have a kink, which was leaking dye outside of the spine as well. There was still some of the medication delivered into the spine at the catheter tip from the pump. The patent recognized the feeling of getting less relief from the pump as it was stated it happened to her in the past. She had a previous revision of the pump/catheter. A revision was scheduled and the patient was still on oral medication for relief. A long-acting medication was added to aide in the delivery for oral medication. The patient was not reporting any difficulties with that.